Manufacturer narrative:
(B)(4). The analysis results found that the ecs29a device arrived and with no apparent damage. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoid colectomy when the device was first fired the staples on the posterior side of the anastomoses did not form. A like device was used to complete the procedure with no patient consequences reported. The leak test was successfully completed. There were no patient consequences reported.